Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
On (B)(6) 2022 during a laparoscopic cholecystectomy, an extraction bag for laparoscopic trocars was used. The bag ruptured during the extraction of the specimen and the specimen fell back into the abdominal wall. Two other extraction bags were used but the same incident occurred. To solve the issue we used another type of extractor to pull the specimen and complete the surgery. No further treatment was performed; no injury.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. IFU 940268-000003 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event , that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint cannot be clearly determined because of unavailable defective device. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
On (B)(6) 2022 during a laparoscopic cholecystectomy, an extraction bag for laparoscopic trocars was used. The bag ruptured during the extraction of the specimen and the specimen fell back into the abdominal wall. Two other extraction bags were used but the same incident occurred. To solve the issue we used another type of extractor to pull the specimen and complete the surgery. No further treatment was performed; no injury.